Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is wearing the pump supplies for 3 days. Tandem clinical support informed customer wearing the pump supplies for 3 days, is off label per the user guide. Customer successfully reloaded the cartridge and resumed insulin therapy. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.